Manufacturer narrative:
Device not returned.

Event description:
Plaintiff implanted with t-sling 5194001400 on (B)(6) 2009; mesh removal occurred on (B)(6) 2010. Patient's legal representative stated erosion, dyspareunia, uti's, urgency, bowel problems, constipation and scar tissue.